Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet charging kit would not charge the device despite attempts to charge without the case or clip, use multiple wall outlets, and reseat the charging cable. Symptoms included no adverse clinical effects and no changes in blood glucose levels. Outcomes included no impact on therapy and no alerts or alarms. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed an unresponsive charger that required replacement of the charging pad. It was concluded that the charging kit malfunctioned, and the issue was resolved when the user received a replacement charging pad.